Manufacturer narrative:
Batch review performed on 7 june 2024: lot 2316582: (B)(4) items manufactured and released on 25-oct-2023. Expiration date: 2028-oct-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Additional implants involved, batch review performed on 7 june 2024: ball heads: mectacer 01.29.209 biolox delta ceramic ball head 12/14 ø 36 size m 0 (k112115) lot 2347168: (B)(4) items manufactured and released on 09-jan-2024. Expiration date: 2028-dec-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Cup: mpact 01.32.152dh acetabular shell ø52 two-holes (k132879) lot 2339220: (B)(4) items manufactured and released on 06-feb-2024. Expiration date: 2029-jan-23. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Liner: mpact 01.32.3644hct flat pe hc liner ø36/e (k103721) lot 2345544: (B)(4) items manufactured and released on 27-dec-2023. Expiration date: 2028-dec-10. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review.

Event description:
The patient came in due to signs of infection and the pathogen is unknown. About 1 month and 1 week after the primary surgery, the surgeon revised all medacta hardware and reimplanted permanent product. The surgery was completed successfully.